Event description:
It was reported that the customer was hospitalized for low blood glucose levels. Prior to the hospitalization, the customer was priming the infusion set for the first time. It was stated that the customer primed while the infusion set was connected to her body. The customer was given juice to treat the low blood glucose, then taken to the hospital.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.